Manufacturer narrative:
The explanted valve underwent visual inspection and functional testing. No issues were found with the device during visual inspection. A steady state pressure test was also conducted on the unit to mimic the physiological flow conditions of the human eye, where the resulting pressure in the system measured and yielded passing results. The returned valve met the acceptance criteria and performed as expected. The issue of low iop as reported by customer could not be replicated or confirmed.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. As the device has not yet been returned, no device malfunction could be confirmed.

Event description:
Patient underwent ahmed implant surgery on (B)(6) 2025 by prof (B)(6). During the surgery, prof (B)(6) primed the tube, and did not note of any abnormalities. Surgery was uneventful. However, patient had persistent hypotony postoperatively. Subsequently, a repeat surgery (tube revision) was done on (B)(6) 2025 by dr (B)(6) and below were the surgeon findings: -valve failure -peritubular leak & over filtration. The tube was subsequently ligated with 6/0 vicryl suture.